Event description:
The duett sealing device was deployed following an interventional procedure (via a 6f sheath, right femoral artery). The deployment was reported to be unremarkable. The pt developed pain immediately post-procedure. An angiogram confirmed a thrombus, which was treated with thrombolytics and an angiojet. The event was resolved, and the pt was discharged with no further complications.